Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra smart meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The reporter stated that the issue began a week prior to them contacting lfs. The reporter stated that the patient manages his diabetes with 500 mg metformin and that they made no changes to his normal diabetes medication. The reporter alleges that 2 days prior to them contacting lfs the patient had developed symptoms of "fatigue". On (B)(6), the reporter alleges that the patient attended the doctor's office and received humalog 15 units. A blood glucose was obtained on the doctor's meter of "40 mg/dl", it is not clear if this result was before or after the insulin treatment. During troubleshooting the csr noted this was the first time the product was being used, and that the patient had been using correct testing steps. Csr noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment for an acute blood glucose excursion.